Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 355 mg/dl. It was stated that the customer was experiencing nausea, vomiting, and hyperglycemia. It was stated that the customer did not have any supplies to do any troubleshooting. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.